Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our service filed engineer. The ventilator passed functional and pre-use check tests and no malfunction was found. The ventilator passed the pre-use check multiple times. A ventilation test was run for 1 hour and then a pre-use check test was performed, the ventilator passed the test without any discrepancy. The reported pressure transducer test failure could not be reproduced. Unit was returned to customer and cleared for clinical use. The received logs confirmed the reported issue dated 2020-09-16. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The root cause for the reported issue could not be determined.

Event description:
Manufacturer's ref#: (B)(4).